Manufacturer narrative:
A ge rep evaluated the sys and erased the flash memory. Reformatted the drive, and reloaded software. The sys operates as intended.

Event description:
The customer reported that the pt name does not match the images. The field engineer noted that when an image in the pt file is selected, a different image (from a different pt) appears on the left monitor. There is no report of injury or death associated with the event described in this complaint.